Manufacturer narrative:
The initial reporter's phone number is (B)(6). One cadd legacy 1 pump was returned for analysis in good physical condition. The device was missing the upper back label and there was no evidence of the reported problem in the event log. Three separate delivery accuracy tests were performed, and the pump was visually inspected. The concern regarding failed accuracy was unable to be confirmed. The delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the pump.

Event description:
Information was received indicating that a smiths medical cadd-legacy 1 pump failed accuracy by -10.55%. There were no reported adverse events.

Event description:
Additional information provided indicated that there was no patient involvement.